Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site in the buttock since the original spinal cord stimulation (scs) implant. The ipg was later relocated to the left chest. Postoperatively, the patient was recovering well and after charging the device, the ipg location was okay.